Event description:
The customer reported to customer service that she had mastitis.

Manufacturer narrative:
In follow up with the customer, she stated that she had mastitis and had undergone a draining procedure to remove the abscess. A medela clinician emailed the customer on (B)(4) 2013, with information about prevention of recurrent mastitis. Customer sent back a 'thank you' message indicating she has received the information and has what she needs to resolve the issue with her pnsa. "Mastitis is usually a benign, self-limiting infection, with few consequences for the sucking infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history of mastitis." ["Breastfeeding and human lactation" (riordan and wambach, 4th edition, page 294)]. It cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. Reported issues of mastitis are under investigation in (B)(4). Should additional information be received, resulting in new, changed, or corrected information, a follow up report will be filed at that time.